Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a burned mark on the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the thermal damage was first observed during the decontamination process, with no reports of arcing during the procedure. The instrument had been inspected prior to use, and no abnormalities were noted. There were no broken or damaged cables, and the instrument did not collide with an energy instrument. The cause of the thermal damage remains unknown. No patient injury was reported, and the instrument has been sent back to intuitive for evaluation. No photographic images or video recordings are available for review.